Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate. It was also reported that the pump touch screen was damaged and bubbling up. Customer declined follow up from tandem technical support so no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.